Manufacturer narrative:
Details of complaint: the customer reported that the cns did not alarm an arrhythmia. According to the biomed the strip the cns was showing an arrhythmia on the patient for about 2 minutes. Also, in the event list, they see the arrhythmia event, but they see the alarm level as blank, it doesn't tell them the level of alarm. On the bedside it says advisory. No patient harm or injury has been reported. Customer called back to inform that the arrhythmia was not turned on, which caused it not to show it on the cns. Service requested / performed: troubleshooting. Investigation summary: root cause of the issue is identified to be user error as the arrhythmia was not turned on, which caused it not to show it on the cns. Therefore, CAPA has not been initiated. Risk assessment of the reported issue is high.

Event description:
The customer reported that their central nursing station (cns) did not alarm an arrhythmia, the central nursing station (cns) was showing an arrhythmia on the patient for about 2 minutes. Also, in the event list, they see the arrhythmia event but they see the alarm level as blank, it doesn't tell them the level of alarm. No harm was reported.

Manufacturer narrative:
The customer reported that their central nursing station (cns) did not alarm an arrhythmia, the central nursing station (cns) was showing an arrhythmia on the patient for about 2 minutes. Also, in the event list, they see the arrhythmia event but they see the alarm level as blank, it doesn't tell them the level of alarm. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) did not alarm an arrhythmia, the central nursing station (cns) was showing an arrhythmia on the patient for about 2 minutes. Also, in the event list, they see the arrhythmia event but they see the alarm level as blank, it doesn't tell them the level of alarm. No harm was reported.